Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent is deformed in its proximal portion, i.e. Several struts are bent outwards. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug eluting stent system was selected for treatment of a mildly calcified lesion (99 percent stenosis degree) in the moderately tortuous mid cx. After pre-dilatation of a in-stent restenosis in the lca, it was attempt to cross the lesion with the device without success. After removal it was noticed that the stent was damaged. The procedure was continued with another orsiro stent of same size and the lesion was successfully treated.